Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 42mm ruptured common iliac artery aneurysm. It was reported that during the index the bifurcated was implanted followed by the deployment of a enlw1610c124ee ((B)(6)) in the right iliac. A stent graft etlw1624c124ee ((B)(6)) had been implanted in the left common iliac artery. Intraoperative angiography showed a type iii endoleak involving a suspected rupture of the bifurcate stent graft. Two additional stent grafts (enlw1610c93ee and enlw1616c93ee) were implanted in the right iliac as treatment. The endoleak is reported as not resolved. Per the physician, the cause of the endoleak is undetermined. No additional clinical sequalae was provided and the patient will be monitored.